Manufacturer narrative:
Confirmed through photos provided.

Event description:
Customer used soft-pick advanced dental picks the end broke off and got stuck between their teeth. In trying to push it out, it almost went down their throat. Customer said that the end is too flexible. After a few pokes it either bends to the point of being useless, or breaks off completely.